Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Patient reported a left side "operated in clinic flat less than five years ago. Now I have had to intervene urgently for numerous complications and especially because both prostheses were broken. I'm waiting for your call and I want a solution since yesterday." Device remains implanted.